Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However the unit not communicating to usb carelink due to a47 alarm found in the alarm history file. A47 alarm due to corrupted history file. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump changed language while customer was slept. Customer's blood glucose level was unknown. Customer was walked through menu button on the insulin pump and was able to change insulin pump's language to english. Insulin pump will not be returned for analysis.